Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient receiving heparin (20000 units/ml at ml/day), floxuridine (115 mg/ml at 1 ml/day), and ¿other (20 mg/ml at 1)¿ via an implanted pump. The indication for pump use was cancer chemotherapy. It was reported by the patient that he usually had the pump refilled every 2 weeks. In (B)(6) 2020, the pump was filled with saline and heparin and adjusted so that he would come once every 3 months since the fudr (floxuridine) was hard to get at that time. On about (B)(6) 2020, the pump was filled with the fudr and adjusted back to a refill of once every 2 weeks. On approximately (B)(6) 2020 the pump was filled and after that it was the first time seeing a volume discrepancy. At the refill they pulled back somewhere around the 20 ml which was what they had filled it with. Yesterday ((B)(6) 2021) at the refill, the hcp pulled out 20 ml from the pump which was what they had filled it with at the refill 2 weeks prior. The drug was not infusing. During the refill yesterday, they filled it with saline and heparin and were going to bring him back next week to see if anything was delivered. Per the patient, he had had a cat scan on (B)(6) 2020 and pet scan on (B)(6) 2020 and was wondering if that would cause an issue with the pump. Cat scan and pet scan compatibility were reviewed with the patient. The patient was then asked if he had heard a pump alarm at all and he stated that he might have heard it alarm once about 4 months ago, but it never occurred again so it might not have been from the pump. Additional information was received the same day from the hcp who reported that yesterday at the refill they expected 6.1 ml and aspirated 20 ml from the reservoir. There were no pump alarms. Per the hcp, on (B)(6) 2020, they had filled the pump with saline and steroids and when the patient came back on (B)(6) 2021 they expected 6 ml but aspirated 12 ml. Per the hcp, they didn't think anything of it because they had seen volume discrepancies in the past that occurred once and then the next refill it was normal. On (B)(6) 2021, they filled the pump with dexamethasone, fudr and heparin with 20 ml of saline and the pump was programmed to 1 ml/day.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider (hcp). The patient was in the clinic on (B)(6) 2020 and their pump reservoir had reached low reservoir. It was noted that this would be expected if the pump was actually infusing. They were going to access the pump reservoir to see if they pull out a full 20 ml again today. Technical services had the hcp interrogate the pump at the time of the report which read that the reservoir was at 1.1 ml and they confirmed they had set their low reservoir alarm to 2 ml. Technical services then discussed with the hcp how to silence the low reservoir alarm. The healthcare provider indicated that if they pull the full 20 ml out today, they may consider a minimum rate and then they would silence the low reservoir alarm accordingly. They pump logs were checked and showed no abnormalities since the pump was implanted, other than the low reservoir alarm that occurred today. The hcp was to call back if they had any other questions.

Event description:
Additional information was received from the healthcare provider (hcp) who reported that the pump was explanted yesterday because they were ¿having problems filling the pump and there was no perfusion on liver during a pump study¿.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 ¿ analysis of the pump found no anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.